Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of morphine (concentration and dose unknown), indicated for spinal pain. It was reported that the patient¿s personal therapy manager (ptm) displayed an 8286 code (empty reservoir) on (B)(6) 2018. The patient described hearing chiming, and stated it sounded like three or four tones. It was noted that the patient had called her healthcare provider, who told her to contact the manufacturer. The patient stated that they had to do an increase for her pump when she was in the nursing home because she fell and broke her hip in (B)(6). It was unknown if the patient was due for a refill. It was stated that the patient had recently had a refill. Per the patient, her refills are normally once per month, and the last date the pump was filled was in the latter part of (B)(6)/first part of (B)(6). No patient symptoms were reported. It was noted that the patient had a refill coming up on (B)(6) 2018. The patient was redirected to follow-up with her healthcare provider. No further complications were reported/anticipated.